Event description:
A healthcare professional reported that after performing an injection using 1 cc of Juvéderm® VOLUX¿ along the jawline and 1 cc of JUVÉDERM VOLUMA® XC in the chin. The patient experienced a left side ¿granulomas¿ which started happening a few years back. The HCP dissolved it with hylenex on the same date as the adverse event and it did resolve for a while. The HCP spoke with the patient over the phone and the patient experienced ¿more pain¿ and ¿swelling on the right-side.¿ The patient was prescribed Medrol dose pack and Doxycycline. On the following month the patient reported that it was still slightly tender, and soft and the HCP prescribed the patient Medrol dose pack and Doxycycline. There was a reoccurrence and spreading which the HCP treated with Hylenex. The HCP reported that the patient had imaging and a biopsy, another healthcare professional care where the patient. The HCP reported that the patient has Central Sensitization Syndrome resulting from shingles which cause inflammatory problems.Additionally, the healthcare professional reported that a patient they treated 2 years ago had existing auto immune disease. The healthcare professional injected the patient with JUVÉDERM® VOLUX¿ XC, and JUVÉDERM® VOLUMA¿ XC in the chin and jaw and was unsure of the volume amount. The patient developed painful nodules in their chin and jawline. This was diagnosed by another healthcare professional who had requested the patient¿s records.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.This is a known potential adverse event addressed in the product labeling.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.